Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The flow sensors were recommended for replacement. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/12/17 phone call, 6/15/17 phone call, 6/19/17 phone call.

Event description:
The hospital reported high tidal volume delivery. There was no report of patient injury.